Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump re-started the fill tubing sequence as a prompt on the pump notified the customer. The cartridge was initially filled with 85 units. Reportedly, the customer added more insulin to the cartridge, successfully loaded the cartridge to address the event, and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.